Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging his onetouch verio iq meter read inaccurately compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the late afternoon of (B)(6) 2014. The patient reported blood glucose results of ¿207, 191 and 139 mg/dl¿ with the subject meter and ¿147, 160 and 151 mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual dose of medications; however, later in the evening, the patient reportedly exercised. About 30 minutes after the start of the alleged issue, the patient claimed he felt a symptom of ¿shakes.¿ no treatment was specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(6) 2014). The lay user/patient¿s test strips were returned on (B)(4) 2014, and were evaluated on (B)(4) 2014 by lifescan product analysis with the following findings: the test strips were tested and the reported inaccuracy issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.